Event description:
It was reported that upon interrogation at a routine follow up, the atrial lead was noted to have no capture. Further testing also revealed high threshold on the lead. The lead was reprogrammed at a higher threshold for safety margin. The lead will be monitored and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.